Manufacturer narrative:
Product analysis: the complaint was unconfirmed. No fault was found with the display. Extensive internal contamination was found. A keyboard hinge and storage bay were found to be damaged. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display didn't work. It was further reported that the programmer had a broken storage door. It was further reported that the programmer's keyboard was missing. The programmer was returned for service. There was no patient involvement. The programmer tested out of specification, during analysis.